Event description:
It was reported that procedure was cancelled. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion and was connected to the mdu 5. During preparation, the screen displayed opticross 6. The physician decided not to proceed with the procedure. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.